Event description:
Report received from an int'l affiliate of a tubing leak of chemotherapy. The report stated, "the affected line was programmed and found leakage from the connection to the secondary line. Checked and found a crack at the connection site. Transfusion immediately stopped when leakage noticed. No injury or spillage on pt or nurse. The line was infusing a (unspecified) chemotherapy drug." Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device is discarded.